Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence, should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. A recheck of the product documentation for this lot number did not reveal any norm deviation that could be related to the complaint. The complaints are monitored closely for a forming trend and reported to management on a monthly basis.

Event description:
As reported to coloplast, though not verified, the catheter caused urethral bleeding after using this catheter to catheterization. The customer found that the coating on tip of catheter has come off. They could feel that the catheter was not smooth when they touch it by hand.